Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had delivered a 10 unit bolus for the dinner meal. Then, the customer mistakenly entered a blood glucose (bg) level, which was meant for calibration of the continuous glucose monitor (cgm), as a bolus request and subsequently delivered another 10 unit bolus. No adverse impact was reported. The customer's bg level was at 150 mg/dl and it was indicated that the customer would monitor bg level. A recommendation was made for the customer to contact the healthcare provider for additional direction regarding bg level.